Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device internally dumped the energy after charging up to defibrillate the patient. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
The device was returned to zoll medical canada and the customer's report was observed during review of the device activity logs. However, the device was put through extensive testing without duplicating the report. No faults observed in the log outside advisory messages. An internal inspection resulted in no findings. The battery lugs were reassembled as a precaution. The device was recertified and returned to the customer. The battery used at the time of the reported event was not available and could not be identified by the end user. Analysis of reports of this type has not identified an increase in trend.